Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and identified the failure as defective buffer valves. The fse replaced the buffer valves to resolve the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1 initial reporter phone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
Customer reported the au5800 clinical chemistry analyzer generated one (1) erroneous high patient results for ion selective electrode (ise) sodium (na), potassium (k), chloride (cl). The customer also indicated quality controls (qc) were high. The customer did not provide patient demographics. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.